Manufacturer narrative:
Other, other text: no product was returned. We are unable to confirm the reported complaint. If the product is returned, this complaint will be reopened for further investigation. No lot number was provided; therefore, a device history record (DHR) review could not be conducted.

Manufacturer narrative:
UDI and catalog information are unknown. Manufacturing site address is unknown. Premarket (510k) number is unknown. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
Per a social media search, it was reported that a patient experienced leg pain and foot pain while using remodulin.